Event description:
It was reported that bd maxzero extension set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by customer that the tpn tubing filter leaked.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported that tpn filter was leaking, and returned 7 unopened sets of material mz9289, lot 24089001. Upon initial visual examination, the sets had no defects or abnormalities. The sets were infused with water, to test for obvious defects. The supplier of the filter component suggests a bubble test, which consists of infusing air into the set while submerged underwater. This test is for the air vent membrane of the filter, which is the main culprit involved in the filter leaks. The bubble test showed that the filter was working properly, which shows the filter's air vent membrane is functioning. The air vent can be compromised by the end user drugs/solutions used. In this case, with only unopened, representative samples, and no affected samples of tpn, the complaint of leakage could not be verified. The root cause for the issue could not be identified without a replicated failure. There is a potential issue with tpn infusions and filters, when infused over 12 hours. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.